Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a hypoglycemic event that resulted in a seizure. Review of reports indicated three late meal announcements on (B)(6) 2025 contributed to the low blood glucose event. Seven follow-up attempts were made with the caregiver, social worker, and user to gather additional details, but no further clinical information was obtained.